Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two syncopal episodes and fractured their ankle during one of them. Upon device interrogation, it was noted that the implantable pulse generator (ipg) settings may have resulted in long pauses that may be related to the patient symptoms. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.